Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing and power cycling without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.